Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient this implantable pacemaker experienced an accident which caused a hit on the patient's chest and was having high heart rate and blood pressure readings. The patient reported that the device was not functioning well and felt like it ceased working. Boston scientific technical services (ts) had device reprogram lower rate limit to 70 beats per minute (bpm) and maximum pacing rate to 130 bpm. This implantable pacemaker remains in service. No adverse patient effects were reported.